Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair joystick will say goodbye when attempting to turn off but the joystick will not turn off.